Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ae: unintended site. During a stenting procedure in the superficial femoral artery, the nurse noticed that the distal end of the absolute stent delivery system (sds) "looked different" before it was backloaded onto the wire. The sds was advanced through a cook anl 6 fr sheath. Prior to stent deployment, the sheath looped up into the aorta at the bifurcation. At the target lesion, the absolute handle was unlocked and the thumbwheel was turned to deploy the stent; however, there was no stent on the delivery catheter. The absolute stent was found deployed in an unintended site in the external iliac artery, proximal to the intended lesion and distal to the introducer sheath. Another stent was implanted, overlapping the absolute stent, and post dilatation was performed. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.